Event description:
It was reported that the patient presented remotely via melin.net transmission after receiving a vibratory notifier. It was noted that the right atrial lead exhibited low impedance. No pacing or sensing issues were noted. No further information was available.